Event description:
Reprocessed pentaray placed in patient's body. Mapping system with sensor error and unable to detect catheter. Tried replacing the cable and catheter still with sensor error. Replaced catheter with new catheter and able to detect this catheter with system. Manufacturer name, johnson and johnson.